Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 101 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 20 mm, proximal diameter of non-aneurysm aortic neck was 32 mm, distal diameter of non-aneurysmal aortic neck was 34 mm, diameter of right iliac aneurysm was 34 mm, diameter of left iliac aneurysm was 29 mm, diameter of right iliac artery was 15 mm, diameter of left iliac artery was 17 mm, diameter of right femoral artery was 9 mm, diameter of left femoral artery was 8 mm. The right iliac artery was moderately tortuous and the left iliac artery was severely tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that there was evidence of stent graft migration. The migration was from the proximal and distal parts and resulted in tortuosity of the stent graft in the aneurysm sac. The distance of migration was reported to be 6 mm distal. It was also noted there was a type iiib endoleak, separation present. The stent graft migration created the left contralateral limb junction endoleak. The event was resolved by placement of a stent graft extension. After the placement of the extension, the patient became asymptomatic and the hemoglobin level stayed stable. The event resolved and the patient recovered. The investigator assessment states that the event is not device related, but is related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent migration). (Cause of event is unknown).